Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional.

Event description:
It was reported that during a low anterior resection, the first firing went without issue. The device was reloaded for a second time related to the surgeon could not get distal enough. The device was fired and would not cut. The surgeon had to manually cut with scissors. This made a small hole in the rectum because it was so distal and per the surgeon, ¿I could not see.¿ final donut was not complete; I believe it was encapsulated because of the cut being so distal. There was no issue with the circular. There were no bubbles on the leak test and the patient did okay.